Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer will continue to use current pump for insulin therapy.